Event description:
It was reported that during a pta/stenting treatment procedure to dilate a long lesion in the left sfa, deployment difficulties were encountered. Access was obtained through the right groin and the physician advanced the stent system through a 7 fr sheath going up and over a tortuous bifurcation. A 7 mm x 60 mm sypmphony stent was deployed at the distal portion of the lesion. An 8 mm x 60 mm symphony stent was then advanced otw with the intent to place it proximally. The physician attempted to deploy the stent twice and could not release it so the system was removed. Another 8 mm x 60 mm symphony stent was advanced and the physician experienced the same deployment difficulties. A third 8 mm x 60 mm symphony stent was introduced and when deployed it initially opened 'a little'. The deployment device was fired a second time and the stent opened a 'a little more'. A third attempt to deploy the stent was made and at that time the deployment device jammed. The guide sheath was used to cover the partially deployed stent and the stent system was removed along with the sheath through the femoral site. The physician then elected to use a competitor's stent to successfully complete the procedure. The patient is reported as 'fine' following the procedure. No injury or complications other than extended procedure time were reported.